Event description:
Complainant alleged that during functional testing, the associated device displayed a red "x" indicator when the pedi-pad electrodes were attached. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.